Event description:
It was reported that multiple intermittent occlusion alarms occurred. As a result, the customer went to the emergency room on (B)(6) 2025. Customer's blood glucose (bg) level increased to 629 mg/dl with an unspecified ketones level that a health care provider did not determine to be life-threatening. Customer was treated with IV fluids of saline and insulin. Customer was released from the emergency room on (B)(6) 2025 with the issue resolved and no permanent damage. To address the recurring occlusion problems, the customer changed the infusion set and cartridge and resumed insulin.